Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,064 mm the housing membrane is outside tolerance (0 ± 0.02 mm). Additionally, we could determine a bloody delivery liquid with particles and deposits in the control reservoir. Permeability test: a permeability test has shown that both valves and the reservoir are permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the prosa valve has a defect brake, so the pressure could not be hold and the computer control test is not possible. The progav 2.0 operated not in the accepted tolerances. An accelerated outflow could be determined. Adjustment test: both valves were tested and are adjustable to all specified pressures. The brake function is defect and the pressure could not be fixed. Braking force and brake function test: the brake functionality test has shown that the brake function of the progav 2.0 is operated as expected. But the brake function of the prosa did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: for the sake of transparency and completeness, we would like to point out that a permeability test was already performed in the hospital after the revision. Based on our examination results, we can determine damage to the prosa housing and a defective brake at the time of our examination. An accelerated outflow could be detected on the progav 2.0 valve. The cause of the accelerated outflow could be the determined deposits. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. The detected deformation can be named as the cause for the defect of the brake. Excessive pressure from the adjustment pin or a blow to the patient's head can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shuntsystem with progav 2.0 (part # fx991t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 32 years. Height: 165 centimeters (cm). Weight: 110 kilograms (kg). Gender: female.